Event description:
Patient reported increased shortness of breath going upstairs. Md aware. Patient also reported that one of his extension tubings would unscrew itself. Patient discarded and used alternate tubing. No other product/lot/expiration information available. No other information or dates available. Reported to (B)(6) by pt/caregiver.